Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025, the patient reported experiencing prolonged hyperglycemia after using insulin pens that had been exposed to elevated temperatures during shipping. The highest recorded blood glucose level was 400 mg/dl. Following a complete supply change with viable insulin, the patient experienced a subsequent hypoglycemia event with a nadir of 49 mg/dl. During these events, the ilet device issued both high and low glucose alerts. The patient managed the situation independently without external medical assistance or hospitalization. Associated symptoms included dry mouth, weakness, and cognitive fog. Hyperglycemia was corrected through insulin replacement and a full supply change. Hypoglycemia was treated with oral carbohydrates. The event resulted in a transient impact and resolved after corrective actions. An investigation was conducted, including complaint intake review, user troubleshooting, and education. The cause of hyperglycemia was not confirmed; however, the patient suspected degraded insulin contributed to elevated glucose levels and subsequent algorithm-driven insulin delivery preceding the hypoglycemia after replacement. Device alerts functioned as intended. The device has not been returned. If returned, it will be evaluated, and a supplemental report will be filed.